Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 950 mg/dl. Unable to troubleshoot as the customer has not been on insulin pump therapy since the hospitalization. The customer stated that the insulin pump and supplies had nothing to do with the hospitalization. The customer was not eating and bolusing correctly. The customer stated that her health care professional will have her continue insulin pump therapy once she has completed a ten hour training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.